Manufacturer narrative:
The product was not returned for evaluation. The reporter did not provide a lot number traceable to manufacturing records. Add'l info was requested on 01/31/2008 by email. Add'l info was received from the surgeon on 02/05/2008.

Event description:
A surgeon reported, he explanted an intraocular lens (iol) two months following the initial iol implant surgery due to unexpected pt outcome. The surgeon reported, the possible cause of the unexpected pt outcome was due to the iol rotating off axis or wrong lens power. The replacement lens was the same lens model, but a different lens diopter. The pt outcome was reported as excellent.